Event description:
Caller stated that she purchased the clinitest rapid covid-19 antigen self test and found some of the buffer has only a drop of the solution in the vial. She has a total of four vials and all vials are faulty. She tried contacting the manufacturer but none of their online contacts is working.